Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 15-dec-2022. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of adapter / connector defective / damaged was confirmed upon inspection of the sample. Analysis of the sample showed that the sample was not within specifications. Bd determined that the cause of the failure was associated to sensor failure in the assembly process. During manufacturing there was a failure in our sensors that resulted in the product being automatically taken by our pick and place system prematurely before proper assembly was completed. Our current vision check systems in the next stage of manufacturing only looks for the presence of the component and not proper assembly. There is currently a project in place to add the verification functionality to the system.

Event description:
It was reported while using bd connecta" plus1 360 blue blend the valve could not be turned. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that the hcp could not turn the locking component (tap) of the connector.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd connecta" plus1 360 blue blend the valve could not be turned. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that the hcp could not turn the locking component (tap) of the connector.